Event description:
It was reported that the patient felt dizzy and fell. After the fall, the patient¿s right ventricular (rv) lead exhibited oversensing of noise, undefined high pacing impedance, and a fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.